Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. The replacement pump will have updated software, and the customer was advised to program their pump settings and connect their cgm to the new pump. The customer will use a backup insulin pump in the interim, and they will return the problematic pump using a tandem-provided return box and pre-paid label within 10 days to avoid being billed. Delivery will require a signature, and the customer acknowledged all instructions given by technical support.